Manufacturer narrative:
(B)(4). Exemption number e2015036.

Event description:
Pentax medical sent an additional good faith effort to the facility on 19-dec-2017 to gather additional details. A response was received from the facility stating there was no further information. An evaluation of colonoscopes could not be conducted as the complainant did not return any colonoscope for evaluation. In addition, a device history review could not be performed since no specific model/serial numbers were provided. According to the reprocessing instructions for use for pentax colonoscopes, "failure to properly follow the cleaning steps described may result in incomplete or ineffective cleaning, disinfection and sterilization of endoscope, and may cause a cross-infection risk." No further information has been received for this event, therefore pentax considers this medwatch report closed.

Manufacturer narrative:
(B)(4). Pentax has not been made aware of any patient adverse events occurring from procedures performed with pentax endoscopes. In addition, no information has been received from the facility referencing a specific pentax model endoscope. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report from an online publication stating possible contamination of endoscopes used in colonoscopies performed at the (B)(6) hospital in (B)(6). In response to becoming aware of the report, pentax medical contacted the facility to schedule an on-site training on reprocessing pentax endoscopes. The pentax regional service manager performed reprocessing training of pentax endoscopes at the facility on (B)(6) 2017. Pentax medical sent a good faith effort to the facility on (B)(6) 2017 to gather additional details.